Event description:
It was reported that the patient was experiencing pocket discomfort and bulge over the right side of the pocket. The patient was prescribed with lidocaine and muscle relaxer.

Manufacturer narrative:
Date of event: exact date unknown, event occurred a few weeks after the implant procedure.